Event description:
It was reported the patient had stimulation in the wrong location and undesirable stimulation. There was lead replacement and repositioning done as an intervention. Hospitalization was also required due to the event. The outcome of the event was unknown. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the outcome was resolved on (B)(6) 2012..

Event description:
Additional information reported the event was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 7425, serial# unknown, implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).